Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the fourth firing, the jaws of the device could move but would not close completely. The handle sounded "clicky" and the device did not fire. The surgeon was not able to press the green button and squeeze the handle. To resolve the issue, a new handle and reload were used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.